Event description:
Additional information indicated patient is having effective therapy despite lead migration. Surgical intervention is still pending to address the issue.

Manufacturer narrative:
Corrected: h6.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8433138. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:10622373. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:10622373.

Event description:
It was reported one of patient's leads had migrated which was confirmed via x-rays. Investigation was unable to identify which lead migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.